Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels that would not come down. Customer reported that she changed the set several times, and eventually treated with manual injections, which still did not lower her blood glucose levels. The customer reported that the high blood glucose levels may have been due to her using denatured insulin. Customer also stated that the disconnected the reservoir and noticed that it was loose and was not connected properly. Blood glucose level at the time of the incident was 412 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing per specification, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.